Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt experienced a loss of therapeutic effect. Impedance measurements reported >4000 ohms on all electrodes. The pt denied any falls on the device. The neurostimulator and the lead were replaced. No injuries were reported and the pt recovered w/o sequelae.